Event description:
Pt noted optical/visual symptoms of photophobia, night flare/halos and color distortion at three months post op implant of device in left eye. Lens subsequently removed and replaced for decentration.